Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "deflation." Healthcare professional later reported "deflation." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b.5., d6b., g2, h.6.

Event description:
The device has been explanted.

Event description:
Patient reported "deflation." Healthcare professional later reported "deflation." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation." This record is for the right side. The device remains implanted.